Event description:
The user facility reported that during a diagnostic egd procedure they utilized a loop cutter to attempt to remove sutures from the patient. The users reported that a thick suture became lodged in the device and would not release. However, they were later able to cut the suture and free the loop cutter. The procedure was completed with the same device and there was no patient injury.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information. The users stated not to have been aware that the loop cutter was not designed to cut sutures. The device referenced in this report was not returned to olympus for evaluation, as it has been discarded following the procedure. Based on the information provided, the cause of the reported phenomenon was determined to be due to user error, as the subject device is not intended to cut sutures. The fs-5u-1 instruction manual states in the intended use section: "this instrument is used to cut the residual end of the olympus loop used for ligating tissue within the digestive tract. Do not use this instrument for any other purpose." The fs-5u-1 instruction manual also states: warning: do not use the instrument to cut any objects other than the surplus of olympus loop (e.g., maj-254, maj-340). If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, and it may become difficult to safely remove the instrument from the body. Such objects other than the surplus of loop may include, stent wire, sewing threads, and loop stoppers. This report is being submitted as a medical device report in an abundance of caution.